Event description:
Initial info reported by a physician to a sales representative on 24-may-2010. A consumer received injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] and experienced nodules (gender, age, dose, indication, therapy and onset dates unk). Medical history and concomitant medications not provided. No further relevant info reported.

Manufacturer narrative:
Important medical event.